Event description:
It was reported that the staff had an "unable to refill alarm" while using the intra-aortic balloon pump (iabp). The registered nurse (rn) has changed the helium tank, verified no blood in driveline, no ectopy, no changes or manipulation to driveline connections, but no change to the alarm. As a result, the iabp was swapped without issue, including the fos and volume adjustment to 35cc. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#(B)(4). No iabp parts were returned to teleflex chelmsford for investigation. The reported complaint of iabp alarm, unable to refill is confirmed based on the recorder strips submitted with the complaint. No service activity has been reported for this pump. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that the staff had an "unable to refill alarm" while using the intra-aortic balloon pump (iabp). The registered nurse (rn) has changed the helium tank, verified no blood in driveline, no ectopy, no changes or manipulation to driveline connections, but no change to the alarm. As a result, the iabp was swapped without issue, including the fos and volume adjustment to 35cc. There was no report of patient complications, serious injury or death.